Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the annulus was difficult to measure via computed tomography (CT). The perimeter was reported to be 74.7mm with a mean diameter or 23.7mm. After the implant, a transesophageal echocardiogram (tee) indicated moderate paravalvular leak (pvl). A post implant balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. Pvl remained and another balloon aortic valvuloplasty (bav) was performed with the same balloon and 2 cc more fluid. The pvl improved to mild. Days after the implant an echocardiogram indicated the pvl had increased. Subsequently, the valve was explanted and replaced with a 23mm non-medtronic surgical valve. No additional adverse patient effects were reported. It was noted that the outer diameter of the magma sizing tool is 26mm.

Manufacturer narrative:
Additional information was received that the patient was sized for a 29mm or a 34mm valve. The 29mm was implanted and the paravalvular leak (pvl) resulted due to the large amount of calcification in the native annulus. It was reported there were no frame expansion issues. Patient initials were also received and have been added to this report. If information is provided in the future, a supplemental report will be issued.